Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm non-medtronic surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed as the delivery catheter system (dcs) was difficult to cross. Following the implant of the transcatheter valve, a mean gradient of 15 millimeters of mercury (mm hg) was observed. Subsequently, a post-implant bav was performed while the patient was rapidly paced. Following the post-implant bav, the winged balloon interacted with the tab of the transcatheter valve, and the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 mm, and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the implant depth on the ncc was -30 mm, and the implant depth on the lcc was -30 mm. Subsequently, a second transcatheter valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm non-medtronic (magna) surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed as the delivery catheter system (dcs) was difficult to cross. Following the implant of the transcatheter valve, a mean gradient of 15  millimeters of mercury (mm hg) was observed. Subsequently, a post-implant bav was performed while the patient was rapidly paced. Following the post-implant bav, the winged balloon interacted with the tab of the transcatheter valve, and the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 mm, and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the implant depth on the ncc was -30 mm, and the implant depth on the lcc was -30 mm. Subsequently, a second transcatheter valve was implanted. Additional information was received to confirm the valve dislodged aortically. Additional information was received that a medtronic (confida) guidewire was used for the procedure. A pigtail catheter was not used.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm non-medtronic (magna) surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed as the delivery catheter system (dcs) was difficult to cross. Following the implant of the transcatheter valve, a mean gradient of 15 millimeters of mercury (mm hg) was observed. Subsequently, a post-implant bav was performed while the patient was rapidly paced. Following the post-implant bav, the winged balloon interacted with the tab of the transcatheter valve, and the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 mm, and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the implant depth on the ncc was -30 mm, and the implant depth on the lcc was -30 mm. Subsequently, a second transcatheter valve was implanted. Additional information was received to confirm the valve dislodged aortically.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D10. Product ID: d-evolutfx-2329; product lot number: 0012659425; product type: 0195-heart valves; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.